Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection. The patient was treated with unknown oral antibiotic from (B)(6) 2021 to (B)(6) 2021 with no improvement. On (B)(6) 2021, it was reported that the patient began treatment with topical antibiotic, daktacort, with improvement. The stoma site oozing has resolved but continued to have some redness.